Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a urogynecological condition. It was reported that after the implant, the patient experienced chronic constipation, diverticulitis, elongated dysfunction colon, diarrhea, incontinence, retention, unable to have sexual intercourse, detrusor instability, overactive bladder, intrinsic sphincter deficiency, urinary urgency, nocturia, feeling of rectal discomfort, and hypertensions. Post-operative patient treatment included medication, physiotherapy, urodynamic program, and ultrasound.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.